Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose twice with blood glucose of 35 mg/dl at the time of one of the incidents. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged insulin over delivery. Troubleshooting was not completed but pump settings, lifestyle changes, and the site were checked. The insulin pump will not be returned for analysis.